Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a transfusion of one unit prbcs began at 0615 and at 0800 the pump alarmed and displayed air in line message. The tubing was leaking from a hole in the pumping segment. IV pump, tubing and patency was assessed frequently by rn. There was no patient harm.